Event description:
Post-operatively, the pt was unable to be weaned from bypass. On 7/11/1999, the pt suffered a mi and expired. (Avert).

Event description:
In 1999, the dr implanted a 29mm mitral st. Jude medical mechanical heart valve sjm masters series (model 29mj-501). According to the info received, the tricuspid valve, as well as an injury to the femoral artery, were repaired during this procedure. The pt had a history of hypertension, diabetes, pulmonary hypertension, coronary artery disease with previous bypass, and angina pectoris. According to the study documentation, there was difficulty weaning the pt from bypass and an intra-aortic balloon was placed. The pt experienced a myocardial infarction, cardiac arrest, pulmonary edema, and expired in 1999. The pt's death was reported to be the result of cardiac arrest and it was reported an autopsy was performed. However, no add'l info was received, including the results of the autopsy, or if the valve remains implanted.